Event description:
(B)(4). This device case, which does involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2010, it was reported that the patient's humapen memoir digits was in reset mode and not reversible. The humapen memoir is associated with product complaint (B)(4)/ lot 0804c03. The returned pen was found to have missing segments in the dose display at the number ten. The user and the user's training status were not provided. The duration of use was not provided. The pen was returned on (B)(6) 2010. The humapen memoir use was not continued.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a pharmacy reported on behalf of the patient that a memoir pen had reset mode showing in the display. The device (lot 0804c03, manufactured april 2008) was returned for investigation. Reset mode and missing segments in the ten's dose digit were observed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' The detailed investigation identified that liquid ingress degraded the electrical connection causing the missing segments in the display. The missing segments malfunction was confirmed and may result in an inaccurate dose of insulin. Corrective actions - a corrective action has been initiated to redesign the flexible circuit board to improve the protection of the electronic connections. Improper use and storage - the type of liquid in the pen is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6)-2010 it was reported that the patient's humapen memoir digits was in reset mode and not reversible. The humapen memoir is associated with product complaint (B)(4)/ lot 0804c03. The returned pen was found to have missing segments in the dose display at the number ten. The user and the user's training status were not provided. The duration of use was not provided. The pen was returned on (B)(4)-2010. The humapen memoir use was not continued. Update (B)(4)-2010: upon review of this case on (B)(4)-2010, the case was opened to clarify in the narrative that no adverse event was associated with this case. Update (B)(4)-2010: additional information received (B)(4)-2010 via global product complaint database. Added device specific safety summary and updated (B)(4) device fields appropriately.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.